Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in atrial fibrillation on (B)(6) 2017. A bolus of amiodarone was given and a drip was started. Atrial fibrillation with rapid ventricular response was noted overnight on (B)(6) 2017. A second bolus off amiodarone was given. The event resolved on (B)(6) 2017. Changes to medication were made.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be determined through this evaluation. No alarms or functional issues with the lvas were reported in association with the event. The patient remains ongoing on (B)(6) and no additional events related to arrhythmia have been reported at this time. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.